Event description:
It was reported that the procedure was to treat the proximal left anterior descending (plad) artery with heavy calcification. The 2.5x8mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, during the first inflation at 2 atmospheres (atm) the balloon ruptured. The procedure was continued with a 2.5x12mm trek rx bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.